Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, images were submitted for evaluation. The images appear to show that the catheter was knotted around the guidewire inside of the patient, consistent with the reported event. Visual inspection was based solely upon a review of the photographs received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the knotted catheter and subsequent additional procedure remains unknown.

Event description:
During an atrial tachycardia ablation procedure the catheter became entangled with an introducer and additional surgery was required. Following the right femoral puncture the physician experienced difficulty inserting the diagnostic catheter into the patient's heart due to the loop shape of the catheter. Resistance was felt when removing the catheter for repositioning. An x-ray was performed and the catheter was in the shape of an 8 in the iliac and femoral vein. Following further repositioning the catheter became entangled with the introducer. The introducer broke and a fragment remained within the patient. Surgery was required to remove the catheter and remaining fragment of the introducer from the patient. The patient was stable.